Manufacturer narrative:
It was reported that following insertion of the mesh the patient experienced pain, erosion, urinary problems, recurrence, bleeding and vaginal scarring. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced menorrhagia, moderate dysmenorrhea, and severe dyspareunia. It was reported that patient underwent mesh removal and robotic tlh with bilateral salpingectomy on (B)(6) 2014 by dr.(B)(6) and dr. (B)(6) due to symptomatic uterine bleeding and chronic pain, dysmenorrhea, dyspareunia and failed ablation.

Event description:
It was reported that following insertion the patient experienced menorrhagia, moderate dysmenorrhea, and severe dyspareunia. It was reported that patient underwent mesh removal and robotic tlh with bilateral salpingectomy on (B)(6) 2014 by dr. (B)(6) and dr. (B)(6) due to symptomatic uterine bleeding and chronic pain, dysmenorrhea, dyspareunia and failed ablation.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopic tubal ligation, diagnostic and operative laparoscopy with right ovarian cystectomy, and cystoscopy; due to stress urinary incontinence. The patient underwent mesh explant, diagnostic hysteroscopy, dilation and curettage, endometrial ablation using novasure, placement of mesh and cystoscopy on (B)(6) 2011 for urinary incontinence and menorrhagia.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2012-04391. The same patient is represented in each medwatch.